Event description:
It was reported that during the implant procedure the implantable pacing lead was introduced into the introducer right away from the box. The doctor had problems with maneuvering the ipl lead. The ipl was removed from the patient and a piece of the tissue was found on the tip. The tip was not fully retracted, with a small piece extending out of the tip of the lead. The tip was extended and than tried to retract but did not hide into the ipl. It was noted that the doctor used more turns than recommended. The doctor suspects that tip was out of the lead while in the box. The ipl was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: the lead was returned. Analysis was performed and no anomalies were found.